Event description:
It was reported that high capture threshold was noted on the patient's left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
New information received indicates that the left ventricular lead was successfully repositioned on (B)(6) 2025.